Event description:
It was reported that the implantable pulse generator ipg battery voltage is signaled at 2.7v after almost 14 months of use. It is indicated the ipg will probably be replaced at a later date due to low battery voltage.

Event description:
It was reported that the implantable pulse generator ipg battery voltage is signaled at 2.7v after almost 14 months of use. It is indicated the ipg will probably be replaced at a later date due to low battery voltage. Additional information was received that there is no plan for an ipg replacement at this time.